Event description:
Please note the below complaint involves a device associated with an adverse event that is not manufactured by (B)(6). It was reported to (B)(6) via fax regarding a redsense alarm issue: alarm did not sound even though there was blood on the patch. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).